Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.